Manufacturer narrative:
Insulin pump passed displacement test. Hardware low level failure alarm during self test and confirmed in the insulin pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure error alarm. The customer was able to clear the alarm and rewind the insulin pump. They performed the self test and received an error again. They also reported that the insulin pump suddenly went white and it was on the reservoir and tubing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.